Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited increasing pacing impedance measurements on the atrial channel which exceeded 2000 ohms. Additionally, elevated threshold measurements were noted. A boston scientific technical services documented and discussed the reported clinical observations. The patient will continue to be monitored. No adverse patient effects were reported.